Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2015 were received which indicated that the patient has been having more seizures and the vns magnet seems not to be working. The patient's post-ictal state also seems longer and he had d nocturnal seizures. It was noted that the patient coughs when the signal frequency is higher than 20 hz. The physician noted that his vns is 5.5 years old and it is appropriate to consider giving him the new vns with auto stimulation considering he also has nocturnal seizures. Good faith attempts for further information from the physician have been unsuccessful.

Event description:
It was reported that the patient had undergone generator replacement. During attempts at product return, it was revealed that the facility would not return the device and that they did not wish to be contacted by the manufacturer. No additional relevant information has been received to date.

Manufacturer narrative:
Type of report, corrected data: follow-up report #01 inadvertently left follow-up unchecked and left the follow-up # field blank instead of 01.

Event description:
On (B)(6) 2015 the physician reported that the increase in seizures and change in seizure pattern are likely due to loss of therapy. The patient's generator will be replaced. Although surgery is likely, it has not occurred to date. No contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures and change in seizure pattern. The physician stated that the patient's first vns was implanted at age (B)(6) and therefore it is unclear what the relationship of the increase in seizures is to pre-vns baseline levels. The patient has multiple seizure types that all increased.